Event description:
This extension was intended for implant in (B)(6). During the surgical procedure, it was reported the physician experienced difficulty tightening the set screw for the device. After multiple unsuccessful attempts, a new extension was used to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
Results: the complaint for "set screw engagement" was confirmed. As returned, inspection of the returned extension revealed the set screw was sitting at an angle and not engaged into the threaded block. The set screw was returned to its proper orientation and screwed into the threaded block. Subsequent testing reveled the set screws functioned as designed. Upon review of the product documentation (B)(4), we found insufficient instructions on the number of revolutions of the setscrew needed to accommodate lead insertion. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.